Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned (2) syringe 0.5ml 31ga 8mm in an open polybag from the lot# 0286347. It was reported by the consumer that one syringe was bent and another had a broken plunger top. Syringes were visually examined and observed one syringe with broken plunger cap and other syringe with bent patient end. Hence, the alleged issue could be confirmed based on the samples returned for the investigation. A review of the device history record was completed for batch# 0286347. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a broken thumb press. The following information was provided by the initial reporter: "consumer reported 1 syringe has a broken plunger top".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a broken thumb press. The following information was provided by the initial reporter: "consumer reported 1 syringe has a broken plunger top"